Event description:
It was reported that home monitoring indicated the device to be in backup mode. Patient attended clinic as advised on the same day and reset of device was performed.

Manufacturer narrative:
The implantable cardioverter defibrillator (ICD) was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The returned device data was inspected. The inspection of the received data revealed that the ICD activated the back up mode on (B)(6) 2017 at 2:56 pm. The root cause of the backup mode activation could not be determined based on the available data. In general, the ICD is equipped with the ability to detect and repair invalid memory content. In case that the invalid memory content cannot be corrected, the ICD will by design activate the backup mode to assure the patients safety. An evaluation of follow up data generated after the mentioned reinitialization of the device showed no indication of a device malfunction. Therefore, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified.in conclusion, the clinical observation could be confirmed. The device activated the backup mode on (B)(6) 2017. The ability of the device to deliver therapies is not affected by the safety mechanism. The follow up data generated after the reinitialization process showed no indication of a device malfunction. Should additional relevant information become available, this investigation will be updated.